Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors, the inner insulation was kinked/buckled and the outer insulation had a breached cut. There was blood in/on the helix mechanism and tissues on the helix. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that the atrial lead was difficult to implant and lead impedance would not go below 1400 ohms. One day post-implant, pacemaker interrogation indicated that the lead had dropped; a chest x-ray confirmed that the lead had dislodged. A lead revision was attempted; however, lead impedance remained high. The lead was explanted and replaced. Patient is a participant in (B)(4) study. No patient complications have been reported as a result of this event.